Event description:
It was reported that the customer's blood glucose level was 401 mg/dl. The customer was hospitalized. He needed assistance with priming and adding the meter ID into the insulin pump. The customer was unable to prime the insulin pump, there was a dark circle on the insulin pump. The customer stated that there was blood in the tubing. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.